Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 400 mg/dl. Prior to the event, the customer experienced nausea and vomiting. It was also stated that the customer had been experiencing high blood glucose levels for the past year. Troubleshooting was performed, and the insulin pump failed the high pressure test. The nurse did not have time to complete the troubleshooting. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.